Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference manufacturer report number: 3004209178-2015-83080.

Event description:
It was reported the customer had a reservoir leak. The customer reported noticing the leak when their blood glucose would run high. The customer's blood glucose was 350 mg/dl at the time of the call. Customer had treated for their blood glucose. The customer also stated the leak was located around the o-rings, but was unsure if it was past the first or second o-ring. It was also found the customer had bubbles above the leak. Customer also stated they would move the plunger back and forth before filling up with air. Advised the customer this was not a proper technique. The customer's reservoir will be replaced. No additional information provided.